Event description:
It was reported that a spectrum pump displayed system error 105 during routine testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom,which was not reproduced. System error 105 was confirmed through review of the event history log. Evaluation found corrosion on the input/output printed circuit board (I/o pcb). A damaged I/o pcb is a known contributor to a system error 105. The failed I/o pcb was replaced.